Event description:
Boston scientific received information that this device had reached elective replacement indicator (eri) in (B)(6) 2011. The monitoring voltage was 2.52v and the charge time was 13.1 seconds.

Manufacturer narrative:
One week later, the device was explanted for normal battery depletion. The device was not returned for testing.

Manufacturer narrative:
A boston scientific technical services consultant discussed the advisory population this device is included within. The consultant suggested device explant within two weeks. The caller stated they will send a diskette in for analysis. According to our resources, the device remains implanted and a diskette has not been received. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.